Event description:
Reportable malfunction: on december 11, 1998 novo nordisk a/s rec'd a novopen 3 device from france with the complaint that the dosage selector was faulty (novopen without cap). There was no indication of an adverse event. Result and conclusion of MFR's investigation - on december 22, 1998, the quality assurance device dept of novo nordisk a/s established that the collar of the piston rod nut was broken off after the device was tested for dose accuracy. The device was tested for dose accuracy at different dose sizes of 2, 5, 10 and 20 iu (1 iu = 10 mg). Conclusion - the fault "collar on piston rod nut broken off" was classified as a reportable malfunction on december 22, 1998.